Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). Zoll technical support personnel provided instructions to the customer but the ua45 advisory message was unable to be cleared. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during archive data review but was not reproduced during functional testing. There were no device deficiencies found during the evaluation of the platform which could have caused or contributed to the reported complaint. No device malfunction was observed during the testing and the autopulse platform worked as intended. During visual inspection, a damaged load plate cover was observed on the autopulse platform. The observed physical damages were unrelated to the reported complaint, and appeared to be the characteristic of user mishandling. The load plate cover was replaced to address the issue. Based on archive data review,(ua) 45 error message was found on event date. Thus, confirming the reported complaint. Unrelated to the complaint, archive also shows (ua) 12 (lifeband not present), (ua) 18 (max take-up revolution exceeded), and (ua) 04 (battery charge state too low). These three user advisories were cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. The user advisory (45) error message observed in the archive is easily clearable by the user. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the battery hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Per the battery hangtag - advisory codes description and action, user advisory 12 is an indication that the autopulse has detected that the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 4 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, unrelated to the reported complaint, a sticky clutch plate was found. The impact of sticky clutch was not severe enough to make the platform non-functional. To remedy the problem, the clutch plate was deburred. After service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing.